Event description:
The patient reports discomfort in the right hip that began in (B)(6) 2007. The hip often moves slightly out of place and catches and locks when rising from a seated position, shifting while seated and lifting her leg to get into bed. The patient states she has to wiggle to move the hip back into place. She has gone to the hospital emergency room twice for extreme pain caused by joint movement and severe muscle jerking in the hip. The patient is unsatisfied with the surgeon's explanation of the cause.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as a trident right hip. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the complaints noted in the event description.¿ the event could not be confirmed. The exact cause of the event could not be determined because there is no documentation of the complaints alluded to in the event description in the provided medical records and no radiographic evidence of pathology related to the right total hip. Further information such as follow-up notes subsequent to (B)(6) 2010 are needed. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient reports discomfort in the right hip that began in (B)(6) 2007. The hip often moves slightly out of place and catches and locks when rising from a seated position, shifting while seated and lifting her leg to get into bed. The patient states she has to wiggle to move the hip back into place. She has gone to the hospital emergency room twice for extreme pain caused by joint movement and severe muscle jerking in the hip. The patient is unsatisfied with the surgeon¿s explanation of the cause.